Manufacturer narrative:
(B)(4). It was reported that after the disconnection, the patient broke aseptic technique by picking up the transfer set and connecting it back on in order to continue the therapy. A week after the onset of peritonitis, the patient went to the emergency room due to the dehydration, but was not admitted. This is report 1 of 2. A breach of aseptic technique by the patient was reported which, along with the disconnection, contributed to the peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Proper user instructions are also addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that if a disconnection happens during the therapy, then they would have to follow the end therapy early procedure. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set involved in this event and the titanium adapter is addressed in (B)(4).

Event description:
It was reported that a patient experienced a disconnection of the transfer set from the titanium adapter which led to peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was a disconnection of the transfer set from the titanium adapter. The peritonitis was manifested by nausea and dehydration. The patient was treated with vancomycin intraperitoneally (dosage and frequency not reported) for the peritonitis. Treatment with vancomycin continued from five days after the disconnection for twenty-one days. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.